Event description:
It was reported the subject device had image bad spots. The issue was found during a service / maintenance. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, based on historical data, possible causes include electrical problems due to open or short circuit, material degradation, and mechanical issues such as leakage/seal, deformation, fatigue, and wear and tear between the camera head components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.